Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad but it could not pass the lesion and was withdrawn. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: deformation. Lesion morphology. Deformation problem. Conclusions: lesion morphology. Deformation. (B)(4).